Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) light-emitting diode (led). The unit then passed all testing.

Event description:
It was reported that a ventilator display was intermittently going blank during initial setup. The ventilator was not in use on a patient at the time the malfunction occurred.